Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device would not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. No add'l info was provided.